Manufacturer narrative:
Event date updated.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had a etco2 (end tidal carbon dioxide) failure, was minimally picking up end tidal. There was patient involvement, however no health consequences or impact.